Event description:
A harmonic curved shears insert disposable accessory was being used for the da vinci surgical system robotic assisted procedure. During the procedure, one of the tips broke off during use. Both the large intact piece and the single broken piece were found and removed. The patient was not harmed. A new harmonic curved shears insert was obtained and used for the remainder of the procedure. The company representative was contacted and product will be returned to company for analysis.